Manufacturer narrative:
Additional information: twelve days after treatment onset, cephalothin and amikacin therapies were stopped. On the same day, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, fever and diarrhea. The cause of peritonitis was unknown. It was reported the patient was going to be taken to the renal unit; however, it was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated with cephalothin (1 grm, 1 ampule per day, intraperitoneal) and amikacin (100mg, 1 ampule per day, intraperitoneal) for the event. At the time of this report, the patient was not recovered from the event and antibiotic therapy was ongoing. Pd therapy was ongoing. No additional information is available. .